Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an unknown alarm while admitted at an outside facility. The staff responded to the alarm but found the patient to be unresponsive and initiated a code. A pulse was initially regained, but following resuscitative events the patient passed away. The event log contained low flow hazard alarms with steadily decreasing flow starting on (B)(6) 2024 at ~11:44pm until the driveline disconnect on (B)(6)2024 at ~1:01am. The last labs drawn were a week prior to the event and indicated low sodium and up trending creatinine. It was also noted that the patient refused to take medications on (B)(6) 2024, physically resisting the nurse's attempts to administer medication. The patient was found unresponsive and foaming at the mouth approximately 2 hours later. CPR was initiated due to lack of pulse, but it was unclear whether the pulse was palpated or auscultated with a doppler. The facility reported that the controller was alarming prior to CPR initiation, with green arrows illuminated and message to call hospital contact. Emergency medical services reported concern for possible over-sedation from narcotics and narcan was administered. It was later communicated that the patient had arrested at the skilled nursing facility they were staying at. CPR was initiated by the staff and the patient was transported to the emergency department (ed). Upon arrival to the ed, the device was alarming for low flows and the patient was intubated. The provider determined that patient had passed either from respiratory arrest or causes other than the pump, and orders were received to disconnect the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively established through this evaluation. Log files from the time of the event captured transient low flow alarms. On 11jan2024, there was a decrease in flow with a low flow alarm that persisted until the driveline was disconnected. A specific cause for this decrease in flow cannot be conclusively determined through this evaluation. The pump appeared to operate as intended at the fixed speed until the driveline was disconnected. Per additional information, the patient¿s cause of death was diagnosed as cardiac arrest. The death was not considered to be device-related, as it was reported that the device operated as expected. It was reported that no autopsy was performed, and heartmate 3 left ventricular assist system (lvas) was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.